Manufacturer narrative:
This report was received from a consumer via the baxter patient support program (renal home care). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis and treatment were not reported. The patient was reported to be recovering from the peritonitis. The pd therapy was ongoing. No additional information is available.